Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: the pump was returned and there was moisture found inside the battery compartment. A leak test was performed and passed with no evidence of any leaks present. The pump case was opened and no evidence of moisture ingress was found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.